Event description:
It was reported that the pump was alarming and screen read "48676". The site opened and closed the battery door, pump powered on and pump alarmed "remove and reattach cassette." Pump was displaying 0 ml as reservoir volume. The site opened and closed the battery door, pump powered on and alarm continued, and volume remained at 0 ml. Reviewed against medication label which was 46 hours of infusion with total volume of 92 ml and medication was 5fu. The site kept the pump powered off and clamped tubing near the port. The event occurred while in use with patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.